Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported receiving a sensor reading of 7.9 mmol/l (142 mg/dl) as compared to a reading of 15.7 mmol/l (242 mg/dl) on the built-in meter. The customer experienced weight loss and had contact with a healthcare provider who obtained a reading of 17.8 mmol/l (320 mg/dl) on their device. The customer was admitted to hospital and treated with an unspecified injection to adjust his blood sugar. No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.